Event description:
Boston scientific received information that this left ventricular (lv) lead was explanted due to infection. During the procedure it was noted that the lead had been dislodged. This lead is not being returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.